Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l78724, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 143mcg/ml; 50.06 mcg/day and dilaudid (hydromorphone) 40mg/ml; 14.003mg/day via an implanted pump. A volume discrepancy occurred. The actual residual volume (arv) was 1ml and the expected residual volume (erv) was 8ml. The hcp got all the medication out of the reservoir and saw bubbles as she aspirated. The hcp was able to fill the reservoir with 17ml before she got resistance and was not able to put any more in the reservoir. As the hcp did the refill she aspirated periodically to make sure the needle was in the reservoir. There were no problems at the previous refill and no discrepancies noted on past refills. The patient did not experience symptoms. The event date was (B)(6) 2015. The cause of the event, interventions, troubleshooting/diagnostics, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.